Event description:
An olympus employee reported on behalf of the customer, a loaner asset (evis lucera duodenovideoscope) rise wire was broken. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the lighting lens was peeling off. There was a gap in the glued end or dirt entered the lens through the gap. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The forceps raiser wire (k-wire) was damaged due to mechanical/chemical stress applied by repeated use for the long duration. In addition to the finds reported in event, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Adhesive on bending section cover was chipped. The insertion tube, tip cover, operation part, switch button 1, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector, protector of universal cord on scope connector side, scope connector cover and right/left angle fixing knob was scratched. The insertion tube had wrinkles. The curved rubber adhesive part was missing. The illumination lens was cracked. The air/water nozzle was deformed. The suction cylinder was scraped. Water coverage was recognized on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.